Manufacturer narrative:
Device was received with blank display. Unable to determine the root cause, problem isolated to the electronic assembly on electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose. The customer¿s blood glucose level was 410 mg/dl. The customer reported that insulin pump screen was black, did not turn on when batteries were changed. Screen was off. It was unknown that if the insulin pump was in auto mode at the time of the incident. Insulin pump was not on auto mode. The insulin pump will be returned for analysis.